Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, one 6f-12f mynx control venous vascular closure device (vcd) did not deploy. Upon removal, the polyethylene glycol (peg) sealant was still attached to the device, not hydrated or expanded. Manual compression was performed without patient complication and there were no reported patient injuries. This was during an atrial fibrillation ablation procedure. A non-cordis 13f sheath was being used at the access site and was downsized to an unknown 9f sheath. Two additional access sites were deployed without incident. The device will not be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, one 6f-12f mynx control venous vascular closure device (vcd) did not deploy. Upon removal, the polyethylene glycol (peg) sealant was still attached to the device, not hydrated or expanded. Manual compression was performed for about 15 minutes without patient complication and there were no reported patient injuries. This was during an atrial fibrillation ablation procedure. A non-cordis 13f sheath was being used at the access site and was downsized to a 9f non-cordis sheath. Two additional access sites were deployed without incident. The device was stored and prepared per instructions for use, and a retrograde approach was utilized during the procedure. The deployer was mynx certified. Femoral vein suitability, including insertion angle, was verified, and the vessel diameter was confirmed to be greater than or equal to 5 mm. There was no vessel tortuosity and no peripheral vascular disease or calcium at the puncture site. No visible damage was noted to the button, and the button was fully depressed. The tension indicator was aligned prior to deployment. The device storage temperature did not exceed 25 °c, and there were no kinks in the sheath or device after removal. The tension indicator displayed a clock symbol after deployment. No damage was noted to the sealant sleeves, and the additional access sites were the right and left common femoral veins. The product was discarded. A review of the manufacturing documentation associated with lot f2530804 presented no issues during the manufacturing process that can be related to the reported event. The reported event of ¿sealant-inaccurate placement-complete¿ could not be evaluated as the device was not returned for analysis and due to the nature of the complaint. With the limited information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. It is possible that factors related to the procedure, handling, and/or patient anatomy contributed to the reported event. Although not intended as a mitigation of risk, the information for safety within the instructions for use (IFU) is provided in the product¿s labeling with the intent to make the user and patient aware of the risks. Per the mynx control venous IFU, step 3: remove device, ¿retract the syringe plunger to lock position. Apply light fingertip compression proximal to the insertion site and then lightly grasp the device at skin with thumb and forefinger and realign with the tissue tract. Open the stopcock to deflate the balloon. To ensure complete balloon deflation, wait until air bubbles and fluid have stopped moving through the inflation tubing. Pick up the device handle and realign with the tissue tract. Depress button #2 to pull the deflated balloon into the device. While maintaining fingertip compression on the skin, remove the device from the patient. Continue to apply fingertip compression for up to 1 minute or as needed. Apply a sterile dressing once hemostasis is achieved.¿ it should be noted, if removal of the device is not performed as instructed (with maintained fingertip compression and realignment with the tissue tract), the placement of the sealant could be affected.¿ neither the product history review, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.